Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? Were x-rays taken to locate the needle piece(s)? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Was there any additional tissue damage as a result of searching for the needle piece?

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2016 and suture was used. During the procedure, the point of the needle broke when busy suturing the uterus. There were no reported patient consequences.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.